Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A caregiver reported a high scan was received on the sensor when compared to an hcp meter. The caregiver further reported that the customer experienced a loss of consciousness and was unable to self-treat. The customer received third-party medical treatment however, details of the treatment were obtained as the caller could not properly hear the adc representative on the phone. The customer then had contact with a healthcare professional who obtained readings of 270 mg/dl and 282 mg/dl in comparison to the sensor scan of 369 mg/dl and 369 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A caregiver reported a high scan was received on the sensor when compared to an hcp meter. The caregiver further reported that the customer experienced a loss of consciousness and was unable to self-treat. The customer received third-party medical treatment however, details of the treatment were obtained as the caller could not properly hear the adc representative on the phone. The customer then had contact with a healthcare professional who obtained readings of 270 mg/dl and 282 mg/dl in comparison to the sensor scan of 369 mg/dl and 369 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.